Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(4) , could not be conclusively determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure and death as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from respiratory failure. The patient's death was not believed to be related to the device. The device operated as expected.